Event description:
It was reported that the customer checked his glucose level in the middle of the night and entered the amount 0.2 units. The customer did not want to go low and attempted to cancel the dosage by hitting the down arrow. However, the customer hit the button one too many times and ended giving the maximum dose of 20 units; the customer had an emergency treatment. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.